Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed the suture and both anchors were not returned. The needle overmold assembly was bent. The depth limiter button was not in the default position. The actuator tip was in the t1 position. A functional evaluation was performed on the returned device and found the actuator tip functioned as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of excessive force or contact with another source. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during a meniscus repair surgery, after t1 of the fast-fix was implanted, t2 was deployed simultaneously; all t's were removed from patient. The procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported.